Event description:
Patient was being admitted to room. Nurse tried to access front panel of bed. Footboard was completely in-operative. A replacement bed was brought in for exchange.======================manufacturer response for hospital bed, intouch zoom (per site reporter).======================I have just send an email to the vendor to address.